Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra link meter had a power issue and would not turn on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The patient reported that the alleged power issue began on (B)(6) 2017, in the evening. The patient manages her diabetes with insulin pump therapy and denied making any change to her usual diabetes management routine in response to the alleged product issue. She stated that on the morning of (B)(6) 2017, after the alleged issue began she developed the symptoms of shaky shortness of breath and an upset stomach. The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used, they were using the correct test strips and there was no misuse of the product. The cca noted that when the patient inserted a new test strip or pressed the power button the meter did not power on. Based on the testing frequency the battery should not have required to be replaced. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.